Event description:
The facility representative reported an infuso.r. Pump with a condition of "doesn't infuse properly." This condition occurred during programming/setup in the "(B)(6) surgery unit" department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump that "doesn't infuse properly" was confirmed and reproduced during product evaluation. The assignable cause was not identified. The pump was returned to the customer unrepaired.